Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcm110 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were both lots total quantity 2 device involved in same procedure? Device return status/ follow up note: events reported via mw # 2210968-2019-89855, 2210968-2019-89856.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle was broken. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/06/2020. Additional h3 investigation summary: no product was returned for evaluation to determine the assignable cause of the it was reported performance needle breakage; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of needle breakage. Additional information was requested and the following was obtained: 1. Were both lots total quantity 2 device involved in same procedure? Yes. Note: events reported via mw # 2210968-2019-89855, 210968-2019-89856.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were both lots total quantity 2 device involved in same procedure? Yes. Will the product be returned for investigation? Yes. Note: events reported via mw # 210968-2019-89856.